Event description:
Consumer complaint of low blood results. Expected blood glucose results two hours after meals range from 130 to 140 mg/dl. Comparing results to old undisclosed meter and getting lower readings. Back to back blood test performed during call ((B)(6) 2013; 12:51 pm) with results of 112 mg/dl and 104 mg/dl. Test strip lot MFR's expiration date is 02/28/2015. Recall test results performed fasting/ two hours after meals from meter memory: 104 mg/dl, fasting; 116 mg/dl, 2 hours after dinner; 127 mg/dl, 2 hours after lunch; 82 mg/dl, fasting; 127 mg/dl, 2 hours after dinner. Based on the customers expected results (140) and the lowest result in memory (82). The complaint os reportable. (Zone b/c).

Manufacturer narrative:
Internal report # (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification, ((B)(6) 2013). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: user had an inaccurate reference.